Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.5. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 228 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would impact pod operation. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle mechanism failure event. The bottom housing vent was observed to be damaged. Corrosion and evidence of fluid ingress was observed inside the device. A leak test was conducted during fluid path testing, and no internal leaks were found. The observed fluid ingress aligned with the location of the damaged housing vent, indicating the damaged housing vent allowed fluid to enter the pod. The exact time and cause of the housing vent damage could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause for the soft cannula damage could not be determined.